Manufacturer narrative:
Follow-up report submitted to document device evaluation.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the unit was becoming warm. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the unit was becoming warm. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.